Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: there were foreign objects in the nozzle and the control section cover. Due to clogging of nozzle, water removal ability does not meet the standard value. The inspection also noted that due to wear of angle wire, there is play of up/down control knob is out of the standard value and the up direction does not meet standard value. Due to deformation on bending tube, angulation skips during angulation in right and left directions. The universal cord has a wrinkle, the control unit has discoloration, the electrical connector has discoloration due to water leakage. And the adhesive on the bending section cover has a chip. The forceps channel port and the suction cylinder are shaved the inspection noted cosmetic scratches to the following components: the control body grip, the scope cover has a scratch, the distal end cover, switch# 1, the scope connector, the protector of universal cord on control section side, the universal cord, the switch box, the free/engage knob, the up/down and right/left control knobs and the control unit. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera gastrointestinal videoscope had a bad angle. The device was returned for evaluation and during the evaluation the following reportable malfunction was found: there were foreign objects in the nozzle and the control section cover. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. There was no delay in the start of precleaning. No abnormalities in the accessories used in reprocessing. The nozzle was wiped/brushed with a clean lint-free cloth/brush/sponge. Olympus will continue to monitor field performance for this device.